Event description:
It was reported by service report that the bed¿s head end drifts. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Faulty nut in lift motor.